Event description:
Additional information received reported the patient had increase pain/ electrical shock pain. The patient rated their pain 4 out of 10 on the visual analog scale. The burning sensation had decreased dramatically but the electric shock feeling was the same. The patient was taking lyrica. A dye study was done which showed no evidence of an obstruction, migration, or disconnect. The patient¿s pump was reprogrammed. It was noted that the patient recovered without permanent impairment.

Event description:
It was reported that there was a change in therapy effect, and the reporter was concerned that the pump was not working properly. The patient was doing ¿okay for a long while" and then "all of a sudden" started having increased pain. The patient was feeling inadequate pain relief for several months, and for the past 4-5 refills, they had been giving the patient big increases in flow rate. The patient reportedly never really felt them; whereas before with increases, he would feel them. Then last weekend, the patient felt like "all the increases hit him all at once"; he felt overdosed, and did not even remember the refill. Several troubleshooting options were discussed. Residual volumes had been fine and the logs did not show anything out of the ordinary. The patient was scheduled for a (B)(6) study and possible magnetic resonance imaging (MRI). The dates and results of the tests were not known. The pump system was being used to infuse fentanyl. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).